Event description:
Surgeon fired ralc45 dlu and upon inspection of staple line, it was observed that the line distal to the wound was incomplete. Staples were malformed and u-shaped. Completed case with manual sutures.